Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had a no delivery alarm while priming. Customer also reported they had 19 no delivery alarms since receiving their insulin pump. Customer's blood glucose was 212 mg/dl. The customer was advised to revert to manual injections while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.